Event description:
It was reported during a routine office visit, that this pacemaker device, and right atrial (ra) lead exhibited loss of capture. The physician suspects a ra lead dislodgement. The physician reported programming device to vvi mode and will recheck the patient in the near future. Device remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information regarding the ra lead have been unsuccessful. Device remains implanted. No adverse patient effects were reported.